Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 87 mg/dl. The customer continued to use the pump for insulin therapy.